Manufacturer narrative:
The pump was returned to animas. Eval revealed that the pump intermittently responds to "up" arrow button presses and other responds to other button presses normally. Adhesive was found under the button contacts, which is suspected to cause the pump to be unresponsive to button presses.

Event description:
There was no reported patient impact associated with this complaint. The pt reported that the pump does require multiple "up" arrow button to respond. The issue reportedly happened one month prior to contacting animas and is reportedly becoming worse over time. The patient said that the button feels normal and clicks back as usual.